Manufacturer narrative:
The customer reported 12-lead ECG v2 signal loss. There was no report of patient impact. The unit was evaluated by philips repair and the symptom could not be duplicated. The device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported 12-lead ECG v2 signal loss.